Manufacturer narrative:
Further information requested but was not received.

Event description:
Related manufacturer reference number: 2017865-2022-13103. It was reported that the patient presented for the generator change procedure. During the procedure, the physician alleged that the right ventricular (rv) lead failed to be removed from the patient's pacemaker. The rv lead and the pacemaker were replaced during the procedure. The patient was stable

Manufacturer narrative:
The reported event of failure to remove the lead from the device was not confirmed. As received only the connector portion of the lead was returned in one piece. Due to the procedural damage on the connector portion dimensional analysis could not be performed. All damage found was consistent with procedural damage.